Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet in the reported problem area of the pipetter assembly. The fse replaced tip clamp, plunger clamp, tip clip and lld spring. The instrument was inspected, tested without further problem, and returned to service.